Event description:
It was reported to boston scientific corporation that a contour stent was used during a ureteroscopy procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the stent was broken in two parts. Another contour stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block f10; h6: problem code and device code 1069 captures the reportable event of stent shaft broken. Block h10: a contour stent was returned for analysis. A visual evaluation of the returned device revealed that the stent shaft was detached. Additional, the bladder pigtail was found a torn between suture hole to a sideport. The suture was not returned for analysis. The failure found (stent detached & stent torn) are issues that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour stent was used during a ureteroscopy procedure in the ureter, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the stent was broken in two parts. Another contour stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.